Event description:
The brake function would not operate on this stretcher.

Manufacturer narrative:
The breaks not holding/working could lead to unintentional movement of the stretcher, which has the potential to cause serious injury. The technician replaced the casters in order the resolve the problem.